Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery twice on the event date. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a depleted battery alarm was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced at the facility, by a baxter service technician, to correct this condition. A service history review was performed revealing the reported condition is not related to any previous service request for this pump. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).